Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transduodenal to the gallbladder during an endoscopic ultrasound (eus) guided axios gallbladder drainage procedure performed on (B)(6) 2025. The implantation site was examined with eus doppler prior to deploying the stent. During the procedure, the stent was successfully deployed; however, bleeding within the gallbladder was noted. Normal saline and other fluids were injected endoscopically, and the patient was monitored; however, hemostasis was not achieved. Contrast injection confirmed that there was no perforation. An endoscopic nasobiliary drainage (enbd) tube was placed, and drainage was verified, but continuous bleeding persisted, prompting a contrast-enhanced computed tomography (CT) scan. The bleeding source could not be identified, although the bleeding appeared to be subsiding. The following day, the physician reported that spontaneous hemostasis had occurred. In the physician's assessment, a vascular injury may have resulted from a deviation in the puncture route. The stent remains implanted, and the physician is comfortable leaving the stent in place. The patient's current condition is reported to be stable.

Manufacturer narrative:
Block h6: imdrf patient code e0506 captures the reportable event of hemorrhage. Imdrf impact code f23 captures the reportable event of intervention performed to address the hemorrhage.